Manufacturer narrative:
Device evaluation- the device was inspected and the microswitch tip was found to be bent downward. The issue was determined likely caused by damage to the microswitch during use.

Event description:
It was reported that the device had a "faulty microswitch". No adverse effects to patient reported.